Event description:
An abbott field service employee visited the customer site to perform scheduled preventive maintenance on the architect c8000 analyzer, serial number (B)(4). He noticed that the ac/dc driver board was damaged due to liquid leaking from the upper waste manifold after removing the manifold during maintenance. Evidence of smoke was observed on the board. No fire or visible smoke was observed. No injury occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The abbott field service representative (fsr) replaced the ac/dc driver board and indicated that the issue was resolved. The risk reduction for safety hazards on dallas-site diagnostic equipment and accessories memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. A review of quality metrics identified no adverse or nonstatistical trends related to this issue. Since the fsr replaced the damaged ac/dc driver board, no subsequent complaints of this nature have been documented against architect c8000 serial (B)(4). Based on the available information, a deficiency in the system was not identified.